Event description:
Correction: The correct date of awareness for the follow-up report #2 is June 23, 2026; not July 22, 2026 as previously reported.

Event description:
PER THE CLINIC, THE PATIENT EXPERIENCED ONGOING DIZZINESS SINCE THE INITIAL IMPLANTATION SURGERY. INITIALLY, IT WAS PLANNED TO REMOVE TRAPPED AIR AND SEAL THE VESTIBULE. HOWEVER, ONCE THE INCISION WAS MADE, EXTENSIVE SCAR TISSUE WAS OBSERVED, PREVENTING ACCESS TO THE VESTIBULE WITHOUT REMOVAL OF THE EXISTING IMPLANT. THE DEVICE WAS SUBSEQUENTLY EXPLANTED, AND AFTER SEVERAL INSERTION ATTEMPTS, THE PATIENT WAS SUCCESSFULLY REIMPLANTED WITH ANOTHER COCHLEAR DEVICE DURING THE SAME SURGERY (SPECIFIC DATE NOT REPORTED).